Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for revision of the right ventricular lead. After the lead helix was extended and retracted multiple times to obtain the best implant location, it was noted that the pacing impedance became elevated. A replacement lead was used to complete the procedure.